Event description:
It was reported that the right ventricular lead had an apparent conductor fracture and was oversensing. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead was returned in segments, analyzed and the distal conductor was fractured. It was noted that the defibrillation conductor was distorted, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation was torn, there was a white substance on the exposed defibrillation coil, there was a white substance on the outer overlay tubing, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism (sleeve head) and there was blood in/on the helix/lobe mechanism.